Manufacturer narrative:
(B)(4). Device evaluation: the device was evaluated onsite at the facility by a baxter technician. A visual inspection and functional tests were performed. The reported condition of a battery issue was confirmed. The root cause was determined to be depleted main batteries. A baxter repair technician replaced the batteries and harness to resolve this issue. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Baxter's review of the device event history determined a battery depleted set interrupted delivery. No patient injury or medical intervention was reported. The master software version of this device was 5.80.92, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This information was incorrect in the initial medwatch. Additional evaluation code that was not included in initial medwatch.